Event description:
It was reported through a clinical study that the patient presented with increased capture threshold on the left ventricular (lv) lead. Programming changes were made. Patient condition was unknown.